Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-07620. Ra: tendril st: related manufacturer reference number: 2017865-2020-0762. It was reported that the patient died. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
The device was returned for evaluation after the patient was reported to have expired. Ate testing was performed and the device was normal.